Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 150 mg/dl in the morning, and after the customer ate and administered a bolus, the blood glucose reading had risen to 400 mg/dl. The customer stated that she treated with manual injections for the rest of the day. At the time of the call, the blood glucose reading was 250 mg/dl. Upon troubleshooting, it was found that a complete infusion set and reservoir change resolved the issue. Nothing further reported.